Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post implant, this system displayed a pacing impedance measurement greater than 3000 ohms and no capture on the right ventricular (rv) channel. A revision procedure was performed and the lead was repositioned. No adverse patient effects were reported.